Manufacturer narrative:
PMA/510k: 21dec2019. Date of report: (B)(6) 2019. The replaced motor controller printed circuit board assembly was returned and failure investigation was performed on (B)(6) 2019. It was determined that the failure of a component responsible for reporting the voltage levels within the board was the cause of the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 06nov2019. Date of report: 11nov2019. The manufacturer¿s international service technician evaluated the ventilator and confirmed the occurrence of diagnostic codes related to voltage supply failure, mc pcba (motor controller printed circuit board assembly) failure, compressor temperature high and over voltage protection circuit failure. The service technician replaced the mc pcba and the problem was resolved. The ventilator successfully passed functionality testing after the repair was completed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation. Therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/30//2019.

Event description:
The customer reported that a "check vent" alarm occurred multiple times. There was no patient involvement.